Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain indications. It was reported that last night, the patient was able to charge controller up to 50% and controller 'shut off.' Eventually the controller got to the solid green, 100% charge after about 2 hours of being plugged into ac power cord. The patient then said took 1.5 hours to charge their ins all the way up and they had trouble staying connected to charge the ins. They felt that the recharger paddle got very warm and was uncomfortable on their skin while charging. The patient said they couldn't figure out how to use their belt. The patient planned to have their manufacturer representative (rep) show them how to use the belt properly in person at their next appointment. The patient said they texted their rep about the issue, but hadn't heard back so called the manufacturer's patient services. The manufacturer's patient services specialist (pss) reviewed information with the patient. A re placement recharger was sent out. No patient symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6);product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was that they needed to verify their eligibility for a MRI. Pt didn't have their equipment present, so agent was unable to walk the pt through accessing MRI mode to verify their eligibility. Agent offered to e-mail the pt the MRI mode instructions/pt accepted. Pt then reported that the recharger paddle would get hot sometimes while recharging the ins and that the ins battery pack would get really hot as well. Pt said that they always got an excellent connection while recharging the ins. Pt said that though that they sat recharging the ins for 3 hours and the ins hadn't charged at all. Pt did not have their equipment with them at the time of the call, so agent offered to the call the pt back at a later time/pt accepted. Pt said that their back was killing them the other day and they saw that the ins had shut off. Pt said that they wouldn't have anything on their back and that they would be sitting and it felt like a blow torch was on their back. Pt said that they didn't know when or why this would happen, but it was extremely uncomfortable and they could be could be sitting or standing when it would occur. Pt said that the issue could occur sometimes 5 times a day and then the next day it wouldn't happen at all. Pt said that their stimulation wasn't set too high. Pt said that they would be in so much pain and that they would see that the stim was off. Agent called the pt back at a later time to obtain the recharger serial number for replacement. Recharger. Pt said that the ins was dead so they had been charging the ins and that was probably why they were in so much pain. Pt said that they got the ins charged up to 50%. Pt said that the stim was off. Agent reviewed with the pt that the ins was designed to shut off once the ins battery got too low and that they would have to turn stim back on. Pt turned the ins on. Pt said that their left hip and wrapping around the front was different with the therapy there and that's when it would start burning. Pt entered the device into MRI mode to verify eligibility. Pt exited MRI mode and turned stim back on and said that the stim was at 3.3 now and was weird. Pt no longer needed the MRI information e-mailed to them. Agent sent an e-mail to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Product ID 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The recharger with model 97755-s, serial#(B)(6) was received for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.